Event description:
Event description guidant received information that this right ventricular lead was experiencing intermittent loss of capture (loc) one day after it was implanted. Several threshold tests were performed with thresholds ranging from 0.7 to 2.4 volts at 0.5 ms. P-waves and r-waves were confirmed to be stable, and impedances were also stable, however loss of capture was confirmed when the patient took deep breaths. It was determined that the lead was not completely dislodged and the physician suspected the loc was due to a microperforation or a microdislodgement. The lead was then successfully repositioned, which resulted in stable threshold measurements. No product performance issue was reported.